Event description:
(B)(4).

Manufacturer narrative:
The technician found the sie rail is missing the bolt and bushing on the side rail latch release. The technician replaced the side rail latch bushing and bolt to resolve the issue.